Event description:
According to the reporter, two months after a laparoscopic intraperitoneal onlay mesh (ipom) procedure to repair an abdominal incisional hernia, the mesh ruptured. To resolve the issue, an extended totally extraperitoneal (etep) procedure was performed. The intrap eritoneal cavity was inspected, and the suture was found to have torn into pieces. The wound was then occluded using a tacker to secure the port wound.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.